Event description:
The technician alleged head up of the bed was not functioning. No injury reported.

Manufacturer narrative:
The technician replaced the head up hydraulic valve to resolve the issue.